Event description:
Additional information was received from the rep. It was reported that the x-rays had not yet been performed. Patient was asked to get them done and come back in two weeks with x-ray results. Once x-rays are received programming will be adjusted to determine effectiveness of remaining lead. Issue not resolved at this time. Cause was not fully determined but doctor suspects it may have something to do with multiple falls since last office visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that x-rays were performed and showed some lead migration but the doctors determined it was not enough to need surgical intervention considering that the lead was still functional and within programming range for hd programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient came in for a follow-up and their battery was discharged. Once the battery was sufficiently charged, impedances were checked and lead 0 to 7 showed all impedances were out of range. Contributing factors that may have led to the reported issue was the patient claimed to have fallen several times since the last time they were seen. The lead 0 through 7 impedances were out of range the 8 through 15 lead was reported to be working normally. The patient was scheduled for an x-ray and would return for a follow-up appointment with the x-ray results to determine where to program the functional lead. The issue was not resolved at the time of the report. No further complications were reported/anticipated.